Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) alert. Within a 4 months timespan, the battery had depleted 19%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. The device remains in use. No adverse patient effects were reported.